Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. While being applied on the blood vessels, the device had a loading problem where misalignment may occur during stapling. Also, the device was unable to be fired and the handle could not be squeezed. Another device was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.